Event description:
Following initial replacement of mitral valve, tee demonstrated intermittent mitral stenosis and also intermittent opening of the leaflet nearest aortic valve. This intermittent opening persisted even with the pt completely off bypass. The left atriotomy was re-opened. Both leaflets appeared to open normally and moved easily and without hindrance, but some chordae in the area of the left-sided (from the surgeon's view) leaflet were seen as being potentially jamming the valve. These were very thin and diaphanous but were exised easily. The valve leaflets were now once again seen to open and close easily without hindrance. The pt was warmed and separated from bypass. Once again, the left leaflet, nearest the aortic valve, appeared to intermittently open and close. The atriotomy was re-opened. On this occasion, the left leaflet was found to be closed, and was examined carefully with a mirror. A very small diaphanous area of residual valve could be seen, apparently trapped between the leaflet and the rim of the valve. An extremely gentle push with a plastic pusher, however, caused the leaflet to swing unhindered. Once again, all chordae in this area were grasped and exised. At the end of the procedure, the valve turner was turned clockwise in such a fashion that the heretofore "lazy" leaflet was now in the anatomic position but extending from approx 10 o'clock to 4 o'clock and virtually almost 180 degrees opposite. At this point, the valve was examined extremely carefully. Saline was injected into the left ventricle, and the valve was seen to swing absolutely freely and without any hinderance. There were no chordae to be seen that could be hindering valve closure. Once again, the same leaflet appeared to open intermittently. The atriotomy was re-opened and the valve was examined. On this occasion, the valve leaflet in question had opened spontaneously by gravity alone. The valve was now removed and replaced. The pt was successfully separated from bypass and transferred to the intensive care unit.